Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving multiple shocks. The device was found to be in backup vvi. A bvvi status report and device image could not be retrieved, therefore it was undetermined if the shocks were appropriate. The rv lead impedance was also noted to be high and out of range. The lead was explanted and replaced. The patient was fine during, and post procedure.